Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to the pre-existing patient anatomy of thin and short leaflets and poor imaging. The reported recurrent mr was a cascading effect of the reported slda. The reported poor image resolution was very difficult due to calcification and shadowing. Additionally, the reported patient effects of mitral regurgitation is a known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Code 2199 was removed and 4614 was added.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 24 october 2025 that the patient presented with grade 3 functional mitral regurgitation (mr), thin leaflet and short posterior mitral leaflet for a mitraclip procedure. During the procedure, a mitraclip was deployed on the posterior leaflet which was 7mm. After deployment, it was determined that a single leaflet detachment (slda) occurred and clip was no longer attached to the posterior leaflet. Imaging was very difficult due to calcification. The final mr was grade 3. Per the physician, the slda was due to the pre-existing patient anatomy of thin and short leaflets. There were no adverse patient effects or clinically significant delays reported.